Manufacturer narrative:
Date of report: 06dec2018. Date of manufacturer: 05dec2018. Philip's field service engineer (fse) replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was returned to service.

Manufacturer narrative:
Event date: (B)(6) 2018, date of report: 29nov2018.a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.